Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3. H3. Investigation summary: the product was returned to ethicon for evaluation. One winding former with two needle-suture pieces and five detached needles was received for analysis. Product code vcp771z which is a control release and requires eight strands per packet. In order to evaluate the conditions of the sample, no breakage needle was found. The swage area was noted with marks on all needles probably caused by a surgical instrument. The needles were tested by a resistance test and met the requirements. In addition, the suture was inspected, and the extremes were noted to be cut probably caused by a surgical instrument. In further investigation, it was found that a needle was shipped to hsa for further analysis due to the needle breakage. As part of the ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, to avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. At around 15:10, when the doctor was using suture, one of the needles was found to be broken at a distance of 0.3cm from the needle tail. The doctor immediately found it in the tissue and connected it with the broken end completely. The remaining 7 needles continued to be used and no problems were found when suturing tissue. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (b)4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: ¿ what was the name of the procedure? ¿ when did the needle break (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify ¿ were there any patient consequences? A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Expiration date: this report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3. H3 investigation summary: a failed suture needle, labeled as (B)(4), was submitted to herrera, stafford and associates, llc (hsa) for fractographic evaluation on august 8, 2025. The component was identified as product code vcp771z. It was requested that hsa assess the fracture mode of the failure. According to the information, it was reported breakage needle the product received for analysis was vcp771z visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of (B)(4) revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. This was a ductile fracture.